Event description:
It was reported by our sales rep that the reported target device has a crack at the beginning of the carbon area. There was a delay of 2 min. A replacement was available.

Event description:
It was reported by our sales rep that the reported target device has a crack at the beginning of the carbon area. There was a delay of 2 min. A replacement was available.

Manufacturer narrative:
Evaluation summary: the returned device does match the report, and the event was confirmed. The review of the risk assessment for the failure mode indicated the issue was addressed adequately as no discrepancies were identified, therefore, no corrective actions were deemed necessary at this time. Upon receipt it was realized that the item had experienced cracks at the transition to the metal nail adapter. The found cracks were clear visible and should have been noticed during checking of the instruments which is required by IFU prior surgery. For the cracks in the target device evaluation revealed that the event is linked to internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use contributed by the design of the device. Although damaged, function and targeting accuracy of the target device returned was being found as intended. The device had been in use for a long time and it had been subject to periodic stress situations due to multiple applications and sterilization- and cleaning cycles. Appearance of the item and inspection records identified this product of old design version. Meanwhile the product has been modified. New material change in order to avoid cracks and to improve stiffness. No discrepancies were detected during risk analysis review. No nonconformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.